Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she is without stimulation and is experiencing difficulty communicating with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on this matter found that the alleged issue persists with the use of the replacement unit. A consultation with the pt's physician will be scheduled to discuss further intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.